Event description:
It was reported that during an endoscopic vein harvesting procedure the scope's image was foggy. A replacement scope was used to complete the procedure. No patient complication has been reported.

Manufacturer narrative:
After the procedure, the hospital retained the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.